Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, motor error and occlusion on the reservoir. Customer's blood glucose value was 498 mg/dl. The customer experienced the alarm during basal and bolus. The customer reported drive support cap to appear normal. The insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for high readings. The reservoir was not returned for analysis.